Event description:
Boston scientific received information that this product was part of a system revision due to infection. The device was explanted and used as a temporary external pacemaker. At a later date, a new system was implanted and this device was taken out of service. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.